Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was successfully implanted. During follow-up transthoracic echocardiogram (tte) in the post-anesthesia care unit, an anterior pe was identified. There were no changes in patient hemodynamics. The patient was brought back to the lab for a pericardiocentesis. One-hundred and eighty-seven (187) cc of red blood was removed, and a drain was placed. The patient was discharged three days later.